Event description:
The overhead lights on in the trauma room are on bright which facilitates visualization of the pt, the monitor screens are difficult to visualize in the trauma rooms. ER staff must turn down (not eliminate) the overhead lighting in order to view the EKG pattern, the sao2 pleth or the vital sign numbers being displayed. Situation resolved when, after contacting phillips, biomedical staff became aware that the monitors have "back lights" which were burned out. When these lights were repaired, the monitor displays immedicately became brighter and visible.